Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user was advised to discontinue use of the product. The end user is currently using a hollister product (no info was provided on which hollister product she is using). A return sample for evaluation is not available for review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicate no significant trends. The trend depicted is random and is consistent with the medical advisements and care for noted by healthcare providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reported a red rash and itchy skin under the tape collar. The end user stated that the rash was noted over the past couple of weeks. She reports having used the product only three (3) times; wearing the product two (2) days of less each time.